Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flows. The pump was removed and replaced, but the patient subsequently expired. The doctor reported that the patient had global hypokinesis and was in pulseless electrical activity (pea). There was no allegation that the impella was related to the patient's death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).